Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn(B)(6) used for treatment was returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and confirmed the reported "internal error" message. This error occurred after a "robotic drill cable disconnected" error that had occurred during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a known software bug that is a result of an application software crash that can occur after a ¿robotic drill cable disconnected¿ error that occurred in bone removal stage, or the system has not yet recognized the handpiece when transitioning from a disconnected to connected state. The ¿system console is bad¿ error was also confirmed. This is a known software issue that can possibly occur after a previous error such as the ¿robotic drill cable disconnected¿ error. It can occur after a previous error because the system¿s state transition is not ready, and it has already been taken to the handpiece connection state after the error. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded: ¿the "drill disconnect¿ error occurred during a cori tka procedure and troubleshooting resulted in further error messages. Reportedly, the surgeon decided to proceed with manual instrumentation which resulted in a ¿greater than 30-minute¿ surgical delay. However, no patient injury was reported, and it was communicated that ¿the patient¿s health is good¿. Per correspondence, operative reports are not available; however, no patient harm/injury resulted in the case and no other interventions were reported. The procedure was reportedly completed manually with a 30-plus-minute surgical extension without report of patient injury/harm; therefore, no further patient impact would be anticipated. No further medical assessment is warranted at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. As part of corrective actions, both the ¿internal error¿ and system console is bad software issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, they were kicked out of the case due to an "internal error" and then a new error appeared "system console is bad". At that point, they restarted the case, and attempted recalibration again, and another "system console is bad" was displayed. Although they recommended either rebooting the system or opening another drill (unknown which is causing the issue), the surgeon proceeded with manual instrumentation. There was a delay of greater than 30 minutes.